Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed the alert ¿dosing stopped ¿ connect cgm or enter bg¿ when the user transitioned from a freestyle libre 3+ to a dexcom g7, after which dosing stopped and pairing initially failed until an agent guided the user through the dexcom g7 pairing process. Symptoms included interruption of automated dosing with reliance on manual input. Outcomes included temporary loss of automated therapy until cgm pairing was initiated. Investigation included customer support troubleshooting and education focused on cgm pairing and device setup. Investigation of this case revealed a pairing failure between the ilet and the dexcom g7 that resulted in dosing suspension until the cgm connection process was started, with no device hardware component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user setup or connectivity issues resolved through troubleshooting and education.